Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant medical products: mdt-lead, implanted: (B)(6) 2010. A mdt-lead implanted: (B)(6) 2010. (B)(4).

Event description:
It was reported that the patient experienced phrenic nerve stimulation from the left ventricular (lv) lead. The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event. The patient is enrolled in the optilink hf study.